Event description:
It was reported that the ring broke 3 months after being implanted on the patient. After the fracture was detected, the defective ring was stabilized with an additional ring. The surgeon keeps the construction in place on the patient. The patient outcome is unknown.

Manufacturer narrative:
Additional info: d4, d10, g4, g7, g9, h2, h3, h4, h6, h10. Results of investigation: the device, used in treatment, was not returned for evaluation as it remains in use. A clinical analysis indicated that the photos provided confirms the reported event. Based on the limited information provided the root cause of the reported full ring breakage could not be determined. The impact to the patient beyond the reported events cannot be concluded. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product support engineers were made aware of this occurrence. A review of the risk management file and instructions of use for the product was completed. Factors and/or some potential probable causes that could include but not limited to materials not adequate for indications and traumatic injury. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.